Event description:
My son (B)(6) was approved for tms treatment through his psychiatrist, after 8-10 sessions he started feeling worse, more depression, more anxiety, more irritable, they said this could happen (only after he started treatment did they say this could happen, no mention before) he continued treatment and continued to get worse. He stopped tms at 18 sessions as the insurance would no longer approve payment since he was getting worse. My concern is that it was not disclosed that it could negatively impact his depression and I see others have experienced the same outcome. Neurostar is the maker of the tms device and I have reached out to them as well to report the feedback. I feel further testing/investigation may be needed before using this device on people already in a fragile state with depression, only to make it worse. My son wants to die and we both truly feel we would not have done the treatment if we would have known this was the outcome or there was even a chance it could make things worse.